Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were unsuccessful in converting ventricular fibrillation (vf) at maximum outputs. External defibrillation was needed to convert vf. This ICD system was surgically abandoned on the right side, and a new ICD system was implanted on the left side. Defibrillation threshold (dft) testing converted vf at 21 joules. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.